Event description:
Boston scientific received info that this right ventricular (rv) lead exhibited non-pacing one week post implant. It was noted that all other lead measurements were within normal limits. A lead revision was therefore performed and this lead was successfully revised. No adverse pt effects were reported. All available info indicates that this product remains in service. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.